Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis and delirium on (B)(6) 2025. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. The patient's wife reported that the cannula appeared bent when removed. Symptoms reported include haematemesis, weakness. The patient was treated with intravenous and subcutaneous insulin. The patient was admitted for six days, four of which were in the intensive care unit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.